Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following implantation the patient experienced distance vision, fuzzy/hazy, twitching/blurred and failed frequent lubrication. Additional information was provided stating patient used the otc(over the counter) artificial tears and 2 different rx eye drops to help lubricate the eye without success/patient was using artificial tears.

Manufacturer narrative:
Correction g.3: supplemental medical device report (smdr) #1 manufacturing report number (1119421-2022-02107) is being filed to correct the g.3 date on the initial report, filed earlier. Incorrect date of (B)(6) 2022 is being corrected to (B)(6) 2022. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that, in the surgeon's opinion, a quality issue with the iol did not cause or contribute to the event. In the surgeon's opinion, the event was caused by the "lens rotated post op day 0 to 1." No further information was provided and lens was explanted.

Manufacturer narrative:
The account indicated the use of a qualified associated cartridge and viscoelastic. The handpiece indicated is not qualified for the lens/cartridge combination used. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the 20.0 diopter (add power +2.2/+3.2) lens was replaced with a 19.0 diopter (add power +2.2/+3.2) lens. The product was not available for evaluation. Additional information was provided that, in the surgeon's opinion, a quality issue with the iol did not cause or contribute to the event. In the surgeon's opinion, the event was caused by the "lens rotated post op day 0 to 1." No further information was provided. The manufacturer internal reference number is: (B)(4).